Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Study source: (B)(4). Since the complaint device was implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rx stent was implanted to treat a distal biliary stricture on (B)(6) 2010 as part of the (B)(4). According to the complainant, the patient had undergone a previous sphincterotomy, and had two plastic stents in place in order to dilate the stricture. On (B)(6) 2010, the physician removed the two plastic stents (no sphincterotomy was performed) and successfully deployed the wallflex stent across the stricture. On (B)(6) 2010, the patient experienced right upper quadrant pain. The subject was treated medically and discharged on an unknown date. The patient was treated as an outpatient. According to the complainant, the patient's pain was "resolved without residual effects".